Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl . Tandem technical support reviewed the pump logs and determined that the was stacking boluses and the cause of the bg level was due to customer input. Customer consumed carbohydrates to address bg. The customer acknowledged and continued using the pump for insulin therapy.